Manufacturer narrative:
The device was evaluated at olympus repair center in southend. As a result of the evaluation, the following was confirmed. The air/water channel was clogged. There was a defect in the air flow in the air channel. There was a gap in the adhesive at the distal end. The insertion tube was peeled off. The angulations in the left and right directions were out of specification, and there was play. Water flow and water removal functions were out of specification. The device failed the air leak test, but could not determine where the leakage was coming from. Insulation test at the distal end failed. The debris protruding from the air/water nozzle appeared to be a plastic texture. The debris did not originate from the device. The reported event may have been caused by user's handling. The device was last received and repaired by olympus service on (B)(6) 2021 to repair a leakage from the control section. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at olympus repair center in south end and found that foreign material was sticking out from the air/water nozzle. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Based on the information provided, olympus medical systems corp. (Omsc) determined that the poorly reprocessed device with foreign material stuck in the air/water nozzle may have been used in the procedure. The instruction manual states that the entire distal end of the endoscope should be checked for irregularities, the endoscope system should be checked, the air-feeding function should be checked, and the objective lens cleaning function should be checked. Therefore, the user can properly detect the reported event. In addition, the instruction manual states a reprocessing method to prevent clogging of the air/water nozzle of the endoscope, and a manual cleaning method. As a result, the user may be able to reduce / prevent the occurrence of the reported event. The exact cause of the reported event could not be conclusively determined. Based on the information below, there is a possibility that foreign material derived from peripheral devices may have clogged the air/water nozzle due to improper reprocessing. -from the inspection results of the device, foreign material such as plastic was stuck to the air/water nozzle. -the foreign material was not derived from the device. -the instruction manual states that water should be supplied to the air/water channel to clear the blockage during reprocessing, and that the nozzle outlet should be cleaned using gauze or sponge. -according to the past similar cases, it was surmised that the air/water nozzle was clogged with foreign material derived from peripheral devices. In addition, based on the above information and past similar cases, it is possible that the endoscope that was improperly reprocessed was used in the procedure due to inadequate training of the staff at the user facility. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.